Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and found the flow sensor cross check had failed. The se tightened the fittings on the patient circuit, updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, when powered on, a 980 ventilator generated an error message of safety valve open. The ventilator was not in use on a patient at the time of the reported event.